Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse reviewed the system event log and no errors were discovered. The fse performed a passing high sensitivity (hs) system check within system specifications. The fse performed a 20-replicate test of high and low customer quality control; results were within the laboratory's ranges. The fse verified repairs per the established procedures and results conformed to the manufacturer's published performance specifications. The unit was returned to operation.

Event description:
The customer reported an elevated total beta human chorionic gonadotrophin (tbhcg) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. The customer additionally received a negative qualitative result with the initial sample. Subsequent testing produced lower results, below the normal reference range. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.